Event description:
The customer reported that insulin squirted out during the manual prime process and the motor did not slow down nor did the numbers ramp up on the screen. Troubleshooting was performed, and the drive support cap was sticking out. Called back the customer and she stated that her blood glucose was 53mg/dl, and she was by herself at home. Stayed on the phone with the customer until her husband came home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump gave a prime alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to the prime alarm. A broken reservoir tube lip, scratched lcd window, missing end cap sticker and broken battery tube threads were noted.